Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Asr: no 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. For products with known product numbers not sold in the us but a similar device is : no 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
The patient was revised to address high cobalt levels and pain. Doi: unknown; dor: (B)(6) 2018; right hip.